Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed an infection at the incision site. The patient was admitted to the hospital and antibiotics were administered which cleared the infection. No additional adverse patient effects were reported.